Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reportedly occurred in (B)(6)). (B)(4). The device was not returned for analysis; however, abbott vascular (av) confirmed the reported issue related to sheath splitting. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Av implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a starclose device with a 6f sheath after a percutaneous coronary intervention (pci). Reportedly, while attempting to deploy the clip resistance was felt and the sheath did not completely split. The starclose device was rotated approximately 49 degrees and the sheath was able to split successfully. The clip of the starclose device was deployed and hemostasis was achieved. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose device. No additional information was provided.